Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a blood leak occurred with a custom combiset during a patient¿s hemodialysis (hd) treatment on a 2008k2 machine with approximately 10 minutes of treatment remaining (of a 3-hour runtime). The patient care technician (pct) stated during followup that another technician was handling the heparin line on the combiset when it disconnected from the "t" connection. The pct stated that the line "gushed" blood and a puddle of blood formed on the floor. The machine, a fresenius 2008k2 machine, alarmed with an unknown error. There was no defect or damage noted on the combiset prior to the event. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Event description:
A user facility reported that a blood leak occurred with a custom combiset during a patient¿s hemodialysis (hd) treatment on a 2008k2 machine with approximately 10 minutes of treatment remaining (of a 3-hour runtime). The patient care technician (pct) stated during followup that another technician was handling the heparin line on the combiset when it disconnected from the "t" connection. The pct stated that the line "gushed" blood and a puddle of blood formed on the floor. The machine, a fresenius 2008k2 machine, alarmed with an unknown error. There was no defect or damage noted on the combiset prior to the event. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility reported that a blood leak occurred with a custom combiset during a patient¿s hemodialysis (hd) treatment on a 2008k2 machine with approximately 10 minutes of treatment remaining (of a 3-hour runtime). The patient care technician (pct) stated during followup that another technician was handling the heparin line on the combiset when it disconnected from the "t" connection. The pct stated that the line "gushed" blood and a puddle of blood formed on the floor. The machine, a fresenius 2008k2 machine, alarmed with an unknown error. There was no defect or damage noted on the combiset prior to the event. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: (B)(4) companion samples were received for evaluation. The samples were received with original packaging. The companion product samples were visually inspected. No issues nor damage was identified. The sets were in the expected condition. A functional test was performed with the companion product samples using a 2008k machine. No disconnection nor leaks occurred during testing. The samples worked as intended without any abnormalities during the tested period. The reported issue could not be confirmed as the issue could not be duplicated during testing with the returned companion samples.